Manufacturer narrative:
Additional information indicated that on 6/7/2018 patient reported that she has not had the surgery yet and on (B)(6) 2018 patient reported that she is experiencing horrible ear ringing-high pitched in both ears. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: left mentor memorygel smooth hpg, 400cc gel breast implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel smooth hpg, 400cc gel breast implants which the left ruptured after implantation. Patient states they are experiencing burning, itching, discomfort, feeling sick, hair loss, and joint pain. Patient also states the doctor told her the implant in left side is leaking. As a result, patient underwent bilateral removal and replacement with another mentor gel implants on (B)(6) 2018.this report is for the right side.